Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, several attempts to pass the tricuspid valve with the right ventricular lead were unsuccessful. The physician removed the lead and noted that the tip of the helix was not completely retracted. The physician also reported blood in the tip of the lead. No rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent and blood was observed on the sleevehead of the lead. Visual summary analysis of the lead indicated damage at implant.